Event description:
It was reported that the device displayed an alert that there was possible output circuit damage. There was also an episode with an aborted shock associated with the message. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience of an output anomaly was verified in the laboratory. An arc mark was observed on the ICD can. Evaluation of the arc mark indicated the presence of lead material. It is believed that the lead arced to the ICD can during a high voltage therapy delivery and shorted the high voltage output circuitry within the ICD.